Event description:
It was reported that after the filter had been implanted, blood clots were identified in the patient's heart and lungs. The filter remains implanted. Further information is pending.

Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The investigation is currently underway.